Event description:
The customer reported an unexpected shutdown during testing and a failure to power back up. There was no report of pt involvement.

Manufacturer narrative:
H.3. And h.6 - the factory has not yet received the device for evaluation and this complaint is still under investigation.